Event description:
It was reported that a pt had decreased therapeutic benefit. A physician had confirmed a diagnosis of catheter tip loculation. Neither specific pt signs/symptoms, nor was the pt's outcome reported. The drug was noted as being "either lioresal or baclofen (not compounded)". Add'l info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.